Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented three months post implant due to syncope. Interrogation revealed decreased sensing and increased thresholds. Microdislodgement of the lead was suspected. The lead was replaced.